Event description:
The physician was deploying perclose closure device and the catheter separated from the device. That part of the catheter remained in the pt's right femoral artery and the physician was unable to move it forward or retrieve it. A vascular consult was called and the pt was brought to surgery to remove the device.